Event description:
The account alleged that both brake casters at the foot end of the bed are locked in brake and will not release. No injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.